Event description:
It was reported that the patient presented for follow-up. A device interrogation revealed that the right ventricular lead pacing impedance had increased. It was also noted that sensing had decreased, and the capture threshold was elevated. No interventions were made. The patient was stable.